Event description:
It was reported that during a stenting treatment procedure "balloon overhang" occurred. Access was obtained via the femoral artery. The 11mm in length, 2.25mm in diameter, 80% stenosed, eccentric and de novo target lesion being treated was located in the non-tortuous and non-calcified left anterior descending artery. The 2.25x12mm promus element stent delivery system (sds) was advanced to the lesion and deployed. The physician commented that there was "balloon overhang" in the 2.25x12mm promus element stent. The procedure was completed with this device. No patient complications were reported and the patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device. Additional information has been requested and is not available.

Manufacturer narrative:
Device is a combination product. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).